Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after the second firing, the staff reported an issue with opening the jaws of the curved tip stapler 30 instrument. The customer used other stapler for rest of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator could not provide any further information regarding the reported issue. The procedure was completed with no report of patient injury. Information regarding relevant testing and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The curved tip stapler 30 instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, clamped fired, and unclamped without any issues. Root cause cannot be traced device. Additional findings indicated that a review of the logs showed an initialization failure but was not replicated in house. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. A review of the instrument log for the stapler 30 curved tip instrument (470530-08/t10210725 0041) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the endowrist stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.